Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient also developed an infection. The patient underwent explant procedure and was doing well. The explanted device will not be returned.